Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with device use. The patient was treated with antibiotics (type and date not reported).